Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. On (B)(6)2024, the user experienced a severe hypoglycemic event with a blood glucose level of 26 mg/dl. They attempted to treat the low with nutri-grain bars but remained hypoglycemic. While walking to the break room, they lost consciousness. Ems was called, and the user was hospitalized the same day, receiving treatment with dextrose, potassium chloride, sodium chloride, and saline. They were released from the hospital on (B)(6)2024. The user reported a history of diabetes and possible epilepsy with occasional seizures. This is the second of two events reported for this user. This medwatch report details a low bg event on (B)(6)2024. A medwatch report detailing a high bg event on (B)(6)2024 is submitted on MFR report #: 3019004087-2024-00694.